Event description:
Device 1 of 2. Reference MFR report 1627487-2013-17388. It was reported the pt is not receiving effective stimulation from his peripheral scs leads (off-label). No course of action is being planned at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.